Manufacturer narrative:
H6 - 4581: rotation. H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation and blurred vision. The lens was repositioned. This did not resolve the problem. The lens was exchanged for a stronger power but same model and shorter length lens. The problem was resolved. Cause of the event was reported as unknown.